Event description:
The customer contacted baxter's technical service center regarding a leak, which occurred on the homechoice (hc) during use, during dwell. The home patient (hp) had repeated check lines and bags (clb) alarms. The home patient (hp) stated that he changed out the setup 4 times and each time he got a check final line (cfl) alarm during prime. He then noticed something leaking and cleaned it up and after the last setup he was able to go through most of therapy until dwell 4 of 4 and got a cfl. He disconnected and did a manual exchange and the baxter technical service representative (tsr) advised the hp to call when the alarm occurs for better assistance. They would swap the machine to rule out any issues per the hp's request. The hp had a pro card. The machine would be swapped. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2012 and he mentioned that he found out later it was the cassette that was leaking. He said that, that night he had a lot of trouble with check lines and bags alarms and changed out only the cassette 4 times and then would start the machine back up again. The writer advised him against reusing supplies. He said he did receive his new machine and needed to contact his nurse about programming it. He was just using manual supplies currently until he could have his nurse help him. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A evaluation of the companion sample was conducted and no issues were found related to the reported condition during the evaluation. Visual inspection performed with no issues noted. Clamp function test performed with no issues noted. Leak testing performed with no issues noted. Clear-passage test performed with no issues noted. Sample ran on homechoice machine with no issies noted.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause could not be determined.